Manufacturer narrative:
Insulin pump was received with blank display due to faulty x1 on mother board. Unable to perform idle current test, run current test, self-test, off no power test and displacement test due to blank display. Unable to verify low battery alarm and failed battery test alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose level was 150 mg/dl. Customer stated that they changed the battery more often, about every 2 weeks and was getting bad battery alarms. The customer troubleshooting and was advised if not aligned or tightened the pump may alarm failed battery test. Customer received failed battery test. The customer was advised to monitor the pump. The customer was advised we will ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. The insulin pump will not be returned for analysis.